Event description:
Consumer states that the pump isn't working on the 3500s and that the bed is working intermittently. Consumer has a prescription for a new mattress, he is just trying to get a replacement mattress. Consumer states that end user has been getting bed sores about 2 inches across but he is able to get them healed. Consumer states that he assumes it is because the bed is old.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.